Event description:
This has been ongoing the entire calendar year 2025 through 2026. Every single sensor my son puts on fails after 24 hours. Dexcom just sends out a new sensor claiming it will work and it doesn't. Feom (B)(6) of 2025 until now we have had maybe 5 sensors last the 10 days. Aside from that the adhesive used on the g7 rips his skin off. Dexcom says there is nothing they can do aside from replace the sensor. They promise it will work and it never does. Patient code: 2516. Device code: 2917; 4001. Referencing reports mw5183107, mw5183109, mw5183110, and mw5183111.